Manufacturer narrative:
(B)(6). (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
It was reported that intra-op, the cage broke at the time of insertion. There was space between the cage and the inserter, it might cause extra load during impaction. No surgical time was extended by this event. No patient complications were reported as a result of this event. Clydesdale got broken at the time of inserting it along with hospital-owned navigation inserter for clydesdale. The broken cage is l eft inside the intervertebral disc. The broken pieces of the cage have been retrieved.

Manufacturer narrative:
Product analysis:visual review noted only a small implant fragment returned for analysis. Fracture appears to have initiated at the base of the thread, with no damage to thread identified. Witness marks on the top face of the implant suggest significant force may have been utilized. During attempted implantation. The above observations are consistent with overload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.